Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with elevated blood glucose levels. The customer states their blood glucose level read off about 10mg/dl. The customer states they had changed their set, and was waiting on a call from their healthcare provider. The customer states they will call back if further assistance with the setting is needed. Nothing is being returned or replaced at this time.